Event description:
It was reported that during the device downgrade procedure, unstable capture threshold was observed. The defib portion of the lead was capped and the pace/sense portion of the lead was connected to the new pacemaker. Patient condition was good at the end of the procedure.